Event description:
At the patient's last refill, the day of the event, a pump volume discrepancy was found. The expected reservoir volume was 2 mls; the actual volume was 15 mls. The hcp injected the 15 mls back into the pump and sent the pt home and planned to evaluate further. The reservoir volume was not updated, so the critical alarm was sounding. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.